Event description:
An issue occurred with the panoramic central station which may have affected telemetry monitoring. No injury was reported.

Manufacturer narrative:
A company rep evaluated the panoramic central station. Tim and power supply replaced.